Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was advanced into the sheath at a 45° angle. During withdrawal, pulsatile blood flow was first observed to slow, and then the indicator window changed from black/white to solid black. The operator pressed the plug deployment button, waited a few seconds, and removed the closure device, but the plug had not been released. Manual compression was then used to achieve hemostasis. There was no reported patient injury. The patient underwent carotid angiography via retrograde puncture of the left femoral artery using a cordis short sheath. The physician has many years of experience using the 6f exoseal vascular closure device (vcd). The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was advanced into the sheath at a 45° angle. During withdrawal, pulsatile blood flow was first observed to slow, and then the indicator window changed from black/white to solid black. The operator pressed the plug deployment button, waited a few seconds, and removed the closure device, but the plug had not been released. Manual compression was then used to achieve hemostasis. There was no reported patient injury. The patient underwent carotid angiography via retrograde puncture of the left femoral artery using a cordis short sheath. The physician has many years of experience using the 6f exoseal vascular closure device (vcd). Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, the indicator window was observed in the black/white/ red position. No additional anomalies were observed during the visual analysis. A dimensional analysis was not required, as the unit was received in a fully deployed condition, rendering internal diameter verification unnecessary. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed and the plug was not returned. The internal mechanism showed no anomalies. The exact cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with no plug in the shaft. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.